Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261414/ 14601886 and plc181000/15236219). The patient tolerated the procedure. On (B)(6) 2017, the patient underwent re-intervention for a suspected type iii endoleak associated with the trunk ipsilateral leg component on the left side and possible kinking of the ipsilateral leg. Angioplasty of the left side was performed and two additional gore® excluder® aaa endoprosthesis components were implanted to reline the left side. Imaging was unable to determine a type iii endoleak. The patient tolerated the procedure without incident.